Manufacturer narrative:
H3: analysis of the pipeline flex embolization device (lot no. A795861) found that the delivery system was returned within the phenom catheter and found to be extending ~82.7 cm from hub. An attempt was made to remove the pipeline flex delivery system from the phenom-27 catheter; however, the attempt was unsuccessful. The pipeline flex embolization device was able to be pushed out from phenom for further evaluation. During attempted removal the core wire was inadvertently detached from hypotube due to resistance. The phenom-27 catheter total length was measured to be ~159.8 cm (reference 156.5 cm). The phenom useable length was measured to be ~153.4 cm which is within specification (specification: 150.0 cm ± 5 cm). Upon visual inspection, no damages were found with the phenom hub. The catheter body was found to be separated at ~142.7 cm, kinked at ~13.5 cm and at ~1.0 cm from distal tip. The tubing material of the catheter separated end exhibited stretching and jagged edges. The distal tip was found to be intact. No bends or kinks were found with the pipeline flex pushwire. The distal hypotube and ptfe were found to be intact. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves were found to be intact. The tip coil was found to be stretched and damaged. The proximal braid end was found to be opened and frayed. The distal end of braid was found to be collapsed. The phenom catheter was unable to be used for resistance testing due to its damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The broken end of the catheter exhibited plastic deformation (stretching and jagged edges) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. Based on the analysis findings, the customer report of ¿resistance/stuck during delivery¿ was confirmed as the pipeline embolization device was returned stuck within phenom-27 catheter. The returned pipeline flex tip coil damages (stretched) are indicative of high force used. It is likely the damage occurred when the customer attempted to advance the pipeline flex through the phenom catheter against the reported resistance. Possible contributors for resistance are patient vessel tortuosity or lack of continuous flush during delivery. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed. It is possible the kink found with the phenom catheter contributed to the reported resistance. Resistance can occur due to use of incompatible catheter, vessel tortuosity, failure to maintain continuous flush. H6: method code updated to b01. Result code updated to c070601, c0702, and c070603. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline that had resistance during delivery in the phenom27 microcatheter and the phenom separated at the proximal end. The patient was undergoing a procedure for flow diversion treatment of an unruptured saccular aneurysm of the right ophthalmic artery segment. The aneurysm max diameter was 5mm and the neck diameter was 4mm. Vessel tortuosity was moderate. It was reported that the devices were prepared and the catheter hydrated as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. The phenom27 microcatheter had difficulty navigating to the target location but there was not friction during delivery. Then it was difficult to push the pipeline past the aneurysm and eventually could not advance further. The physician released the slack in system to attempt to resolve the issue without success. So the phenom27 catheter was removed with the pipeline within. It was then noted that the phenom27 catheter separated at the proximal end. No damage was observed to the pipeline pushwire. Both devices were replaced to complete the procedure. There was no harm or injury to the patient. Post-procedure angiography showed good results.